Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test and unable to prime during the prime test due to faulty force sensor resistor . Pump passed the operating currents measurement, self test, unexpected alarm error test and displacement test. Unable to perform the occlusion test and no delivery test due to motor error alarm. Motor passed motor test. No blank display anomaly noted. No damage found on lcd isolation tape noted. All buttons functioning properly. No damage in keypad assembly noted. Inspected on lcd connector and no unlocked connector noted. Pump had cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window, and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. There was a small crack on the top right corner of the screen. They did not know how the damage occurred. It had been 3 1/2 hours with them not having insulin and their blood glucose level was 416 mg/dl. The customer also had experienced a low blood glucose level of 59 mg/dl about 3 am. They ate food and went back to bed. They declined troubleshooting for the high and low blood glucose. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.